Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30936. It was reported that the patient does heavy lifting and experienced ineffective therapy. Diagnostics showed high impedance on the leads. Reprogramming was unable to resolve the issue. Surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Additional information:h6 - method code: 4117 has been updated to 4114.